Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer observed (B)(6) with the patient (B)(6) sample, which was confirmed (B)(6) when tested with the confirmatory assay. However, the patient plasma sample generated (B)(6) results. The patient is also (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non statistical or adverse trend for this product issue. Performance testing was performed using in-house retained kits stored at the recommended storage condition. Clinical sensitivity results with a retained (B)(4) reagent lot 45550lf00 for commercially available seroconversion panels were acceptable. All specifications were met indicating no issues related to the lot performance were identified. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Based on all available information, the assay performed as intended and no product deficiency was identified. A malfunction was not suggested as the false result is for a discrete sample and where the product has a performance claim that is not 100%. According to the labelling, "the overall sensitivity was estimated to be 99.52% with a 95% confidence interval of 98.29% to 99.94%." The assay package insert listed the probable causes of such an issue along with the corrective and preventive actions.